Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an electrode. The customer stated that a male patient had a MRI done with the foam electrodes on his body. The following day when the electrodes were removed, it was noted what looked like burns under all four electrodes and the biggest one being the size of a half dollar. The "burns" did blister and silvadene was prescribed for the burn areas. The patient is still hospitalized but not due to this report.